Event description:
During a ptca treatment procedure, balloon deflation difficulties were encountered. The lesion being treated was a calcified, 90% stenotic lesion in the mid left anterior descending (lad) coronary artery. The physician used a launcher guide catheter to cross the lesion. No resistance was encountered during insertion of the quantum maverick monorail 15/2.75 mm balloon. The number of atms reached on the inflation is unk, but the deflation time was thought to have been prolonged. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.